Event description:
Staff member in or removed exam glove and found blood on her hand. No rips or tears identified on the glove.

Manufacturer narrative:
A clinician was wearing the gloves in the or to pick up bloody sponges from a heart procedure. When she removed her gloves, she states there was blood inside on her hand. She had a skin abrasion on her hand. There were no obvious rips or tears in the gloves. The patient was tested and the results came back positive for hepatitis c. The clinician was also tested but her results have not yet come back. The actual glove involved in the incident was not retained for evaluation. Two individual partial boxes were returned for evaluation. The gloves were water tested and no leaks were identified.